Event description:
It was reported that during testing conducted at the manufacturer facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During visual inspection of the device, the rotor was found to be stuck in the motor with corrosion and the preload and spacer washer were also found to be corroded. The presence of corrosion in the device is the probable cause of the reported bias current message. The device was repaired and returned to the user facility.